Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a tonsillectomy the coagulation was not working. No back up device was available. No patient injuries nor significant delay was reported.

Event description:
It was reported that, during a tonsillectomy, the coagulation was not working. A s&n back up device was not available to complete the procedure; however, this was successfully completed. No patient injuries nor significant delay were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to coagulation issue include: 1. The ribbon cable could have become detached. 2. There could be an issue with the hardware for the display screen such as bad harness cable or bad circuit board. 3. There may have been an issue with another device used as part of the system. There are no indications to suggest the device did not meet product specifications upon release into distribution.